Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: mdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy performed on (B)(6) 2026. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the proximal flange initially did not fully open, and the stent migrated outside immediately after placement. The physician was able to pass a guidewire through the stent's lumen, retrieve it via the gastric puncture site, and place a new stent. Afterwards, the physician confirmed that the stent had fully opened following the migration. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. It was reported that the patient is recovering well. Note: it was reported that the entire handle was rotated. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU). Additionally, it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum. Note: it was suggested that, since the procedure was performed by a junior partner, the issue might have been related to the technique rather than the stent itself.